Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: can you please explain how the device malfunctioned? Did the device lock-out (no staples deployed and no cut line started)? Did the device start to deploy staples and cut but could not be completed (partially fire)? Response received: the stapler had been fired a number of times previously with no problem. This device had not reached its maximum number of firings when the firing trigger felt jammed, it did not want to fire. The surgeon was able to complete the firing, the cut line was made but not all staples were deployed.

Event description:
It was reported that during a vats lobectomy procedure, the device malfunctioned when attempting to fire with first reload. Stapler was exchanged for a different articulating endoscopic linear cutter and the procedure was successfully completed. The green reload was not retained for assessment. There was no impact to the patient and no significant delay to surgery. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n55402. The analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.